Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported event was confirmed via merlin.net logs. The cause of the reported event could not be determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.